Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and resulted in the patient's lung collapsing. The details of the medical intervention the patient received are currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found evidence of white colored talc-like contaminant in the in the dreamstation air inlet port. The manufacturer visually inspected the device internally and found no evidence of the white colored talc-like contaminant in the dreamstation blower motor or box. The manufacturer found no evidence of the sound abatement foam degradation. The device's event logs were downloaded and reviewed. The manufacturer found to contain 0 error codes. The manufacturer verified the units do power-up, provide flow. The manufacturer concludes there was no evidence of sound abatement foam degradation but found contaminants in the dreamstation air inlet ports indicates the source of the contaminants is external to the device. On the previously submitted report, section d4 had incorrect unique identifier (UDI), which was updated/corrected in this report.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and resulted in the patient's lung collapsing. The details of the medical intervention the patient received are currently unknown. The investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.